Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Complaint is against entire instrument set. 510k number for the entire set is not available. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when a patient was in pre-op staging, it was discovered that sets had not been checked into sterile processing and were not sterilized for a trauma surgery on (B)(6) 2018. This resulted in the surgery being cancelled and rescheduled for the next day, (B)(6) 2018. This report is for one (1) reamer/irrigator/aspirator instrument set. (B)(4).

Manufacturer narrative:
Corrected data: the initial complaint was re-reviewed and found not reportable. Re-reviewed due to information obtained from the investigation. The product was not returned to us customer quality, however an investigation was completed by the courier service. Based on the returned report the white glove process was not completed, which was attributed to human error. There is no product deficiency alleged and the complaint is directly attributed to the delivery status of the sets being left at the receiving dock by the vendor rather than being delivered to sterile processing. The reportability will be updated from si to nr as it has been identified that there was no product allegation and there was no related kit stocking issue. This event was a result of human error from the vendor. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the reamer/irrigator/aspirator (ria) instrument set and the titanium elastic nail (ten) system set were not delivered to sterile processing and, therefore, not sterilized for use on (B)(6), 2018. Patient was in pre-operative staging when the issue was noted. Surgery was cancelled and patient was notified to return home. Surgery was rescheduled for the following day, (B)(6), 2018. This report is for one (1) ria instrument set. This is report 1 of 2 for (B)(4).